Manufacturer narrative:
No patient code for no flow. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), it was reported that a no flow event occurred. The target lesion was 99% stenosed and located in the distal posterior tibial artery. The lesion was treated using the oad on low speed. It was reported that a no reflow event occurred in the foot. It was reported to csi that no additional information was available for this event.